Event description:
The customer reports, during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, as soon as the procedure started and scope was inserted into the patient's esophagus, the physician noted a large amount of blood in stomach. The ercp scope was removed, and mucosal tissue was noted to be present in the distal cover of the scope. Next an esophagogastroduodenoscopy (egd) was performed with control of gastric bleeding using 6 hemoclips and 6ml of epinephrine 1:10,000 dilution. The tissue that was found in the distal cover was sent to lab as "mucosal gastric tissue¿ (pathology findings were not provided). There were no endotherapy devices being used during the procedure when the bleeding occurred. The patient's current condition is reported to be fine. The physician believes the patient had underlying esophagitis that could have contributed to the event. Case with patient identifier (B)(6) reports the tjf-q190v used in the procedure. Case with patient identifier (B)(6) reports the maj-2315 used in the procedure.